Manufacturer narrative:
(B)(4). This event involves four baxter products. This medwatch is being submitted for the second of those four products. As the patients discard supplies after each therapy, the sample was not requested.

Event description:
The home patient (hp) contacted the technical service representative and stated that the fluid he is draining out is very milky and he is not feeling good during his initial drain phase of therapy. The hp drained 221 milliliters (ml) in the initial drain and his last fill volume was 1000ml. The tsr performed trouble shooting methods and did not uncover any problems so he advised the patient to call his peritoneal dialysis nurse. Follow up conversation with the patient's nurse revealed that the patient had peritonitis. The patient went to the emergency room on (B)(6) 2010 and began antibiotic treatment (unknown) and is doing better.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause of this incident was not determined.